Manufacturer narrative:
The cause for the (B)(6) result is unknown. A siemens application specialist went on site to gather information regarding the event. No issues were observed. A field service engineer (fse) had been on site the day before the event. A check valve was changed by the fse and the system was operational upon departure. Siemens has requested the sample for further investigation as well as confirmatory test results but these have not been obtained from the customer to date. The issue appears to be patient specific since multiple sample draws from this patient have yielded (B)(6) results. The customer has not reported any additional (B)(6) results to siemens since (B)(4) 2014. The instrument is performing within specifications. No further evaluation of the device is required. The limitations section of the instructions for use (IFU) states the following: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur (B)(4) assay is used in conjunction with other manufacturers' assays for specific (B)(6) serological markers."

Event description:
A false negative advia centaur xp (B)(4) result was obtained on a patient sample and considered (B)(6) compared to two alternate (B)(6) test methods. There is no known report of patient treatment being altered or prescribed or adverse health consequences due to the negative advia centaur xp (B)(4) assay result.